Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The unit in its received condition permitted power up, navigation, and pump run, however has limited keypad operation due to intermittent response from the #0, #1, and #2 keys caused by a failed keypad. The remaining keys were tested and found to function as expected. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.

Event description:
It was reported that some of the buttons on a pump did not work. It was also reported there was no pt injury.